Event description:
(B)(4). (B)(6) complainant with no known allergies and no medical conditions believes renu multiplus contact lens solution is cause for his symptom. Complainant used product for two weeks to store his contact lens at night. After two weeks of usage, he developed an eye infection at his right eye. He has not experienced an eye infection in past and was the only one in his household to use the product in question. Complainant was hospitalized for four days. The antibiotics he rec'd was non effective. Currently he is continuing with antifungal solution and his right eye infection is improving. Complainant believes product in question may have similar problems to those noted in 2006 recall of same product. Hospital name: (B)(6). Naphazoline hcl (adrenergic); human - non/rx combination ingredient; sterile liquid.